Event description:
Consumer alleges turns on its own and tips over. (B)(4), (B)(4) 2013, 9:24am-chair will turn 90 degrees intermittently and tips over and lands on end user. End user stated that this has happened 18 or 19 times. End user states that he has had broken ribs, hurt his collar bone and shoulder which lasted for about 3 months, and hurt his neck. Enduser stated that he hit the side of his jaw about 2 weeks ago and hit his third tooth on bottom right and half of it came off. Enduser also states that he has had an additional tooth knocked out last summer and he has also cut open his eyebrow. Enduser stated that the provider has changed all six tires, wiring harness, the joystick 4 times and the drive.